Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned microknife rx 3l needle knife was analyzed, and a visual evaluation noted that the needle was broken, blackened, and melted, which was consistent to the results when it was observed under magnification. No other problems with the device were noted. The reported event of needle break was confirmed. Upon analysis, it was found that the needle was broken, blackened, and melted. The needle being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused due to the technique used, the patient anatomy, interaction with the scope or additional devices, also if it exceeded the maximum of voltage rating or if was not in constant motion as per the instructions for use (IFU) states. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife device was used in the papilla during a papillotomy procedure performed on (B)(6) 2021. During the procedure, a precut was performed at the hepatic papillary infundibulum in order to cannulate the bile duct; however, the needle broke completely right in the middle and a piece of needle had detached and remained stuck in the papilla. The sphincterotomy procedure was interrupted in order to extract the detached needle piece from the papilla. The detached needle piece was successfully retrieved in 3 minutes using a radial jaw 4 pediatric biopsy forceps. The sphincterotomy was then continued and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife device was used in the papilla during a papillotomy procedure performed on (B)(6) 2021. During the procedure, a precut was performed at the hepatic papillary infundibulum in order to cannulate the bile duct; however, the needle broke completely right in the middle and a piece of needle had detached and remained stuck in the papilla. The sphincterotomy procedure was interrupted in order to extract the detached needle piece from the papilla. The detached needle piece was successfully retrieved in 3 minutes using a radial jaw 4 pediatric biopsy forceps. The sphincterotomy was then continued and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.